Manufacturer narrative:
It was reported that follow-up angiography post earlier treatment of a ruptured aneurysm using unknown coils demonstrated coil compaction. In order to re-treat the aneurysm an enterprise vrd was placed around the m1 section of the middle cerebral artery (mca) to internal carotid artery (ica) with additional coil embolization. The treatment was urgent in order to prevent onset of aneurysm rupture from a possible rise in blood pressure due to required electroconvulsive therapy (ect) in this patient who was having strong suicide ideation and had a previous history of cardiac arrest due to unspecified medication. The patient was still hospitalized and had been maintained on heparin infusion as well as two other anti-platelet agents. Shortly after the ect treatment, the patient developed cerebral infarction in m1 section of the middle cerebral artery to internal carotid artery. The vessel was eventually reopened by a thrombolytic therapy (tpa), but the patient was left with paralysis in right upper limb. Neither penumbra system nor merci retriever were available upon onset of the event. According to the physician, the effect of the ect-induced arrhythmia on the cerebral infarction was highly unlikely. Per the physician the relationship of the event to the vrd cannot be denied. There were no device malfunction was reported. There is no further information regarding pre-procedure antiplatelet therapy. There was no thrombus present pre-procedure and no dissection noted during the procedure. The stent was fully expanded and appose to the vessel wall and in a stable position as compared to position after placement. After the stent and coiling procedure there was no thrombus and no other issues at the site. There were no coils protruding into the parent vessel. It is unknown if there was any residual flow into the angiogram. It is not known if there were any conditions causing hypercoagulable state. Procedural/post procedural images are not available. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Thromboembolic stroke is a known potential adverse event associated with the use of the enterprise vascular reconstruction device and delivery system, as outlined in the instructions for use. Although no conclusion can be made regarding the root cause of the event, there is no indication of any device manufacturing or performance issues contributing to the event. Patient medical, pharmacological and clinical factors may have contributed to the event. Therefore, no corrective actions will be taken at this time.

Event description:
The information received from the affiliate states that eight days after the additional coil embolization and enterprise vascular reconstruction device (vrd) placement, the patient suffered a thrombotic stroke. The patient (age and gender unknown) had been visiting a psychiatric clinic at the end of 2011, developed a subarachnoid hemorrhage (characteristics/size of the aneurysm are unknown) an internal carotid artery and the coil (brand unknown) embolization was performed. Final angiographic appearances were satisfactory. However, the follow-up angiogram which was conducted in (B)(6) showed coil compaction. At the same time, the patient was having strong suicide ideation and a severe mental disorder; the physicians felt some kind of urgent therapy was necessary. Since the patient had a history of previous cardiac arrest due to medication (unspecified), decision was made to conduct an electroconvulsive therapy. To do so, it was necessary to conduct additional coil embolization to prevent an onset of ruptured aneurysm because there was a possibility that ect raises blood pressure. The additional coil embolization was performed on (B)(6) 2012 and the enterprise vascular reconstruction device (vrd) (enc452812/10037449) was implanted. It is unknown where exactly the vrd was placed but it was in the area of the m1 section of the middle cerebral artery to the internal carotid artery. The angiographic appearances were satisfactory and there was no issues noted.

Manufacturer narrative:
Eight days after the additional coil embolization and the vrd placement, ect was conducted. The patient was still hospitalized and had been maintained on heparin infusion as well as two other anti-platelet agents. Shortly after the ect treatment, the patient developed a cerebral infarction in m1 section of the middle cerebral artery to the internal carotid artery (ica). The vessel was eventually reopened by a thrombolytic therapy (tpa), but the patient was left with paralysis in right upper limb. Neither penumbra system nor merci retriever were available upon onset of the event. According to the physician, the effect of the ect-induced arrhythmia on the cerebral infarction was highly unlikely. The relationship of the event to the vrd cannot be denied. There were no device malfunction was reported. There was no information regarding antiplatelet therapy. No information regarding inr, pt, ptt and the occlusion rate of the aneurysm. The devices utilized during the index/staged procedures were all unknown. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.